Manufacturer narrative:
Additional information was received from reporter stating that the correct part number for this complaint is 72201772, lot: 50752137.

Manufacturer narrative:
One 7x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. The first distal thread has broken off and was not returned. The trilobe portion of the screw is heavily deformed and there is bone matter within the screws cannulation. Dimensional assessment of the screws major diameter and wall thickness was performed and found to be within print specifications. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 7x25mm biosure ha screw intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. Without the screw and pertinent clinical details regarding graft type, tunnel size and patient bone quality an exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using a tap in hard bone applications. Not preparing the tibial and femoral tunnels in accordance with the accepted surgical technique. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during acl surgery, it was found that the tip of the screw was breaking during the screw insertion. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.